Event description:
The patient reported they were having issues with their device. They were not getting relief in the lower back and the manufacturer representative moved stimulation up as far as they could get it. They might have to go in and get a paddle lead put in. Symptoms included being unable to sleep, wake up, or move. The patient would be seen at an appointment the day after the report.

Event description:
The consumer reported that the lead had broken or moved. They had been trying to have them fixed for 1.5 years an had not been able to. The patient reported that they needed the previously reported "loose lead" to be addressed because it was not feeling right "back there" and they were having pain. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the patient had previously met with the manufacturer representative to see why the stimulator was only working in the hip area and down legs. It was noted that the patient was not getting the relief because the 5 of 16 leads/electrodes were not "firing off." The issue has not yet been resolved as the patient was trying to get something done. The patient would like to have the problem fixed or the stimulator taken out because she was not getting the relief needed. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported that 5 out of the 16 leads were not firing off and was having hard time getting in to get it repaired. There were no patient symptoms reported. The indication for use was non-malignant pain. If additional information is received, a follow up report will be sent.